Manufacturer narrative:
The investigation into the ventricular tachycardia (vt) has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that use issue was the most likely cause of the vt. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 51 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. Persistent ventricular tachycardia was endured during support requiring multiple direct cardioversions required. The cause was believed to be the impella making contact with the septum. As a result, the pump was removed and replaced with an iabp.